Event description:
A customer reported issues with aspiration and occlusion with different handpiece and tips during a cataract with iol (intraocular lens) implant procedure. Following an eight minute delay, the case was able to be completed with an alternate system. There was no alarm to the pt.

Manufacturer narrative:
The company rep examined the system and could not duplicate any problems. The system was then tested and met product specs. No samples were returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk at this time. (B)(4).